Event description:
The customer reported the system displayed an error and locked up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and regreased and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.